Manufacturer narrative:
Related MFR # 916596-2024-00646 manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and the reported right heart failure could not conclusively be determined. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until they expired on 18jan2024, reported under MFR # 2916596-2024-00520. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heat failure existed before the left ventricular assist device (lvad) implant. It was not thought device related issue caused or contributed to the right heart failure. However, when the lvad was implanted, it resolved the left ventricular failure while the right heart failure became apparent.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure with symptom of peripheral edema and was admitted to the hospital. The possibility of relationship between the event and the device was thought to be low but undeniable. During the admission upper gastrointestinal tract endoscopy was performed and the patient was discharged on (B)(6) 2021.